Manufacturer narrative:
The complainant was unable to confirm the exact upn or lot number of the device or whether the laser fiber used was an accumax or flexiva laser fiber. A flexiva upn was used to process the complaint and the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 26, 2016 that a flexiva laser fiber was used in the bladder during a bladder stone surgery performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber broke into two outside the patient and the scope. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.